Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal and scratched lens. The event history log confirmed an upstream occlusion alarm occurred. Functional testing was unable to replicate the reported issue; however, the issue showed multiple times in the event history log. The root cause was not determined. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an upstream alarm while running. No delay of therapy. Event occurred during testing, there was no patient involvement.